Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section d8,e2,e3, h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation presumed that the serial digital interface (sdi) was broken due to over current application. Since it is not an event during delivery, it is presumed to be an event due to handling.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer who called to report that the serial digital interface (sdi) connection was broken at the back of the device. Tac transferred the customer to the olympus repair department. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the high-definition lcd monitor serial digital interface (sdi) connection was broken. There was no harm or user injury reported due to the event.